Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2012 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report referenced in this medwatch are for the same patient, part number and event.

Event description:
It was reported that during total knee arthroplasty case on (B)(6), 2011 utilizing signature guides, the femoral guide did not fit the patient's anatomy. Less than 50% of the guide would register on the bone at a time. Standard instrumentation was used to complete the procedure.

Manufacturer narrative:
Supplier's evaluation of event includes review of planning and procedures. Supplier confirmed surgeon approved the plan that was used to manufacture the guides. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.